Manufacturer narrative:
The investigation determined that there was a discrepancy in the units of measure for vitros afp results between a customer¿s vitros 5600 integrated system and laboratory information system (lis) the assignable cause of these events was determined to be user error. The vitros 5600 integrated system was not correctly configured by the operator to report vitros afp results with units ng/ml, as per the configuration of the afp assay in the lis. Once the vitros 5600 integrated system and the lis were configured in the same units of measure, afp results with the expected unit of measure were obtained. The vitros 5600 integrated system performed as per its configuration. No malfunction occurred.

Event description:
A customer identified a discrepancy in the measuring units between their vitros 5600 integrated system and laboratory information system (lis). Vitros afp patient results obtained were displayed with measuring units of iu/ml on the customer's vitros 5600 integrated system, while the same results were displayed with measuring units of ng/ml on the laboratory information system (lis). Therefore, the vitros afp results for 36 different patients were ~1.4 times lower than expected due to the discrepancy in the unit of measure on the vitros (iu/ml) versus the lis (ng/ml). Results with the incorrect units of measure may lead to inappropriate physician action if they were to occur undetected on patient samples. Results with incorrect units were reported from the laboratory, however corrected reports were issued. There was no allegation of patient harm as a result of the events. (B)(4).